Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that the handpiece was leaking. Additional information was received on (B)(6) 2014 with the following: the product problem was discovered before the surgery on (B)(6) 2014. It was not used on the patient. The top part of the handpiece was reported to be leaking. No other information was provided.